Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they were in the ER and their doctor wanted to do a MRI of their lower back where the implant was. Patient said they hadn't charged their implant in a month and wanted to know if they needed to get the equipment to put the device into MRI mode. Patient then said the MRI was to check on an issue with the battery. Patient said it seemed like the implant battery somehow moved and was causing lots of pain. Patient noticed this in the last couple days of june. Agent reviewed MRI guidelines and putting device into MRI mode to check eligibility. Agent also reviewed no device found troubleshooting. Agent reviewed to have hcp call tech with questions if needed. When asked doctor, patient said dr. (B)(6).